Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. . Patient uses multiple bg meters and did not claibrate, which is against user guide recommendations. At the time of contact the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).